Event description:
The following has been reported by customer: crack in cpu board. When pump is turned on, the screen goes blue nothing displays in the pump. Dismantled the pump and checked the connection of the display board with the cpu board, connection is fine, so turned on the pump again, but still appears the same. Little crack in the chip, so replaced new cpu board, connect the pump to the partner, complete the serial numbers and the operation is completed, but still the pump is not displaying anything. (B)(6) 2025: j2 connector last pin on the display board was broken. As part of troubleshooting step I tried using display board from another working pump and it is working fine. So, the problem is with the display board. Replaced new display board on the pump and connect to the partner to check the display. It is working fine. Proceed with the pm. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the cpu board has been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective cpu board but this cannot be confirmed without proper investigation test in brézins. The screen issue is dealt with in another complaint. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.